Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a vaginal vault prolapse procedure performed on (B)(6) 2018. According to the complainant, upon preparation, the ¿needle came out the device¿ outside the patient. The failure mode is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event description may suggest that the capio carrier detached from the device. The procedure was completed with another uphold lite. With capio slim. There were no patient complications reported as a result of this event. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during a vaginal vault prolapse procedure performed on (B)(6) 2018. According to the complainant, upon preparation, the ¿needle came out the device¿ outside the patient. The failure mode is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event description may suggest that the capio carrier detached from the device. The procedure was completed with another uphold lite w/ capio slim. There were no patient complications reported as a result of this event. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned uphold lite revealed that the carrier on the capio slim suture capturing device was detached and was returned thereby confirming the event. The returned capio slim showed signs of use. The head of the capio at the top was damaged and the proximal end of the capio was slightly separated. The capio head was pried apart during analysis which revealed residue from use inside the device. Analysis revealed no damage to the uphold lite mesh assembly. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The review and analysis of all available information fails to indicate a root cause or probable root cause. Therefore, the root cause of this complaint is undeterminable. Block updated to capture the correct foreign source: (B)(6).